Manufacturer narrative:
The device was received with the catheter shaft/core wire being cut 144 mm from the balloon's proximal bond, probably in the attempt of deflation of the balloon. Visual inspection of the device also revealed that the balloon's distal bond was bunched up, which indicates tension was applied during pull back. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 1.5 mm longitudinal tear at the balloon distal tip, approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1513301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: a balloon loss of pressure event that resulted in loss of access. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: diagnostic coronary sheath size: 6f.